Manufacturer narrative:
H3 - device evaluation: lens was returned in a specimen cup, stuck to gauze, dry with residue/debris on the product. Visual inspection found the lens optic and haptic torn with debris throughout the lens. Dimensional inspection could not be performed due to condition of the lens. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, shallow ac. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11 - manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, significant reduction of irido-corneal angles, shallow ac. The lens was explanted. Cause of the event was reported as unknown.